Event description:
(B)(6) study. It was reported that hypotension and bleeding occurred. On (B)(6) 2020, prior to the left atrial appendage (laa) closure index procedure, the subject was started on aspirin and post implant the subject was started on warfarin/vka. The double curve watchman access sheath (was) was introduced and deployment of a 35 mm watchman flx delivery system (wds) was attempted. Compression was suboptimal and the device was removed. Another 31 mm wds was also introduced and was not released also due to suboptimal compression. The was was considered too high to allow for deployment and was removed. A transseptal puncture was done again at a slightly more inferior position with the help of another double curve was. The subject underwent successful placement of a 35 mm watchman flx closure device with complete laa seal. Later that day, the subject became hypotensive and the rapid response team was called. The subject was given 500 cc of normal saline bolus. On evaluation, the subject had scattered ecchymosis on their abdomen without obvious outward bleeding and right groin access surrounding ecchymosis without palpable hematoma. Computed tomography (CT) revealed evidence of large pelvic probable extraperitoneal hematomas with at least 3 focal hematomas noted, the largest measuring 11.8cm. Additional perirectal hemorrhage and hemorrhage tracking from the pelvis into the retroperitoneum on both sides along the perinephric fascial regions was also noted. Small amounts of fluids in the left paracolic gutter and around the liver and spleen which was low dense and might reflect pre-existing free fluid. On the same day, 2d transthoracic echo (tte) revealed no pericardial effusion with left ventricular ejection fraction of 55 to 60%. The subject was started on vasopressor support as they remained persistently hypotensive despite adequate fluid resuscitation. Vascular surgery consultation advised that the bleeding was likely venous and would tamponade by itself. The hemoglobin and hematocrit values were monitored every four fours and when the inr elevated to 2.1 it was reversed with vitamin k and four units of fresh frozen plasma. The subject was transfused with two units of packed red blood cells. On (B)(6) 2020, the subject was discharged on aspirin and warfarin. On (B)(6) 2020, warfarin was re-started and the hemoglobin was stable at 8.3g/dl. The patient was advised to continue ferrous sulphate and low dose aspirin.